Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
This report is being filed upon notification from our mr MFR in a foreign country, to submit this event. Problem: the pt had a mr procedure. The pt was laid on the ctl coil holding the nurse call button in her right hand as she was moved into the magnet bore. The pt seemed to have dragged or held with her left hand the bottom side of the table top while she was moving into the magnet. The tip of her little finger had tissue removed as it was caught in between the table top and the front magnet cover. The pt needed surgery for this injury.

Event description:
It was reported that post op a lap sigmoid that converted into an open colon procedure where the surgeon performed a right and left colectomy anastomosis, the device worked properly for the procedure. The patient never left the hospital after this procedure. The patient had elevated blood pressure and elevated white blood count with a history of cancer. The surgeon decided to take the patient back to surgery for another open colon procedure. It was determined that the patient's original anastomosis split wide open. The surgeon noticed that the staples were formed properly from the first procedure. The leak was fixed and over sewn. The patient was given a temporary ileostomy and will remain in the hospital and is in stable condition. The devices were discarded.

Manufacturer narrative:
Corrected information - no product being returned - discarded.